Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) per the physician is related to patient conditions and due to friable leaflets and septal wall tissue. Unspecified tissue injury appears to be due to the slda. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip devices referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is filed to report incomplete coaptation and tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4+ with an enlarged atrium and annulus. The first clip (30201r1020) was advanced into the patient. The leaflets were grasped and a leaflet tear was observed. The clip was then repositioned and implanted to treat the tear. A second clip (20607r114) was then implanted to further treat the leaflet tear. However, shortly after deployment of the second clip, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Shortly after the slda occurred, the steerable guide catheter (sgc) was inadvertently pulled back into the right atrium (ra), resulting in a right to left shunt. The sgc was advanced back into the left atrium (la) and one additional clip was implanted to stabilize the slda. After removal of the sgc, an atrial septal defect (asd) closure device was implanted. The procedure was then concluded with a resulting mr of grade 3+. There was no clinically significant delay in the procedure and no additional information was provided.